Event description:
It was reported that the caller was not able to adjust stimulation. It was noted that the display showed a call your doctor icon and an oor condition. It was noted that the patient felt like the stimulation was not turned on today. It was noted that the caller used the patient programmer to check the patient¿s device and got the oor message. It was noted the patient was seen by the health care professional (hcp) yesterday and they checked the settings and today the patient started to feel that therapy was not on. It was noted that the patient did not try to make any changes and did not use the patient programmer since a surgery that they had a couple weeks ago. It was noted that the caller pushed the orange key to turn the patient programmer on and that was the first time they saw the oor. It was noted that the caller said they had 2 different settings for the patient and they wanted the patient to try the other setting. It was noted that the message was cleared. It was noted that the caller then shut the patient programmer off and turned it back on and the oor message appeared again. It was noted that the reporter would call the hcp. Please refer to manufacturer report #3004209178-2014-01329.

Manufacturer narrative:
Concomitant: product ID 37602, serial# (B)(4), implanted: 2011-(B)(6), product type implantable neurostimulator, product ID 3389-40, lot# j0220212v, implanted: 2002-(B)(6), product type lead. Product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3389-40, lot# j0220212v, implanted: 2002-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension. (B)(4).